Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the device leaked and water invaded the scope while the user was handling the device, which led to an abnormality in the electrical components, and resulted in the reported event. The event can be detected by following the instructions for use which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use which state: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the instrument channel was leaking. Also, evaluation found the control section and electrical connector were corroded, fluid was injected into the entire device and there was no ID information. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the instrument channel of the bronchovideoscope was leaking. The issue was found during reprocessing. The procedure was completed with another scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no image due to a defective charged coupled device (ccd) unit. The report is being submitted due to the loss of image found during evaluation.